Event description:
Customer alleged part (B)(4) cracked where the housing mechanism attaches to foot rests - not at the handle. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model tdxsp, serial number/date code (B)(4) is approximately 5 months old. The owner's manual part number (B)(4) rev k (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer alleged the housing mechanism that attaches to the footrest was cracked after 5 months in use. This is a leg rest support and a potential for injury. No injury alleged.